Event description:
The tip of the rc5 anchor broke and remains in the patient's bone. The eyelet was removed. The procedure was successfully completed with a second anchor. No patient injury or procedural complications were reported.